Event description:
Initial posterior cervical fixation surgery was on (B)(6) 2013 in which 10 pedicle screws were placed bilaterally c1 to c7. On (B)(6) 2014 it was reported that 3 cranial screws had fractured. Patient remains asymptomatic. No revision is planned at this time. Patient's activity level is unknown. Patient compliance with post surgical instructions is unknown.

Manufacturer narrative:
(B)(4). Evaluation of the radiograph confirms the reported event. Patient is asymptomatic. There is no plan for revision surgery at this time. Screws remain in the patient, and no further evaluation of the product can be completed at this time. Radiograph depicts no interbody noted at superior levels. Status of fusion unknown. The root cause of this reported event has not been determined, no conclusion can be drawn. Labeling review notes the following: "potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury." 'Loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant.'